Event description:
Replacements heads broke, one the brush popped ("piped") off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads broke while in use. One the oral-b toothbrush heads popped ("piped") off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.